Event description:
The manufacturer became aware of an allegation that an end user developed that device was leaking while using an dreamstation bipap autosv h/c, ds the device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.